Event description:
Neuronetics received a report from a practice alleging worsening tinnitus during tms treatment despite wearing hearing protection.

Manufacturer narrative:
The patient is continuing tms and as of the date of this report is on session number 26 of 36 treatments. Her worsening tinnitus has leveled off such that she is able to go about her daily life normally and her depression has improved significantly.